Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of instrument logs, a search for similar complaints, and a review of labeling. Edta contamination of the specimen in question was suspected as low calcium and alkaline phosphate results were also generated. The returned attachment showed the sample generated error code 1601. Tracking and trending did not identify and adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency was not identified.

Event description:
The customer stated an architect c8000 analyzer generated a sodium result of 118 mmol/l that repeated as 143 mmol/l the next day. The falsely decreased sodium result was not reported outside the laboratory. There was no adverse impact to patient management reported.